Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 600mg/dl and the pump has a partial display and a no delivery alarm. The customer indicated that the issue was resolved by a complete set change. Customer will return the set and reservoir for analysis. Customer was advised that the reservoir would be replaced. No further troubleshooting was performed and no further details given.